Event description:
It was reported that the patient experienced syncope (fainting). It was noted that on (B)(6) 2024 the pacemaker's battery longevity was 1.8 years but when checked on (B)(6) 2025 the battery had depleted within six months with the elective replacement indicator (eri) having been reached on (B)(6) 2024. Premature battery depletion was suspected. The pacemaker was explanted. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was received with intermittent telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal level. Signs of rapid discharge were noted. Feed through leak test was performed, indicating a device hermeticity breach. This is consistent with feed through damage because of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021.